Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit passed displacement test and self test. Hardware low level failure alert confirmed in pump history with variable (003) due to broken trace at pin 1 on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had a pump error alarm. The blood glucose was 114 mg/dl. Customer was able to successfully clear the alarm. The device will be returned for the analysis.